Event description:
The user of the prosthetic knee was descending a stairway when he fell. The user had undergone previous back surgery. He reinjured his back in the fall, which required significant follow-up care and treatment to his back.

Manufacturer narrative:
The frame of the knee had been deformed due to a kneeling impact. Scratches on the knee housing and knee bracket indicate the knee was used and flexed after this deformation occurred some time prior to the fall. In addition, markings on the dome and pyramid indicate a non-össur adapter was used and that it might have been improperly torqued or became loose due to improper fit. This has likely compromised the function of the knee prior to the fall. The pyramid on top of the knee broke out of the housing due to the fall. No indication of manufacturing or material failure. It is found likely that the deformed frame, in addition to the non-össur adapter, resulted in the fall. Risk to user is considered negligible based on pms data. Further actions are not considered warranted.

Event description:
The user of the prosthetic knee was descending a stairway when he fell. The user had undergone previous back surgery. He reinjured his back in the fall, which required significant follow-up care and treatment to his back.